Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer accidentally entered values into the blood glucose field instead of the carbohydrates field of the bolus menu. Customer¿s blood glucose 273 mg/dl. Reportedly, the customer was able to deliver the intended bolus.